Manufacturer narrative:
On (B)(6) 2020, the implanting clinician explanted the stimulator that had eroded and implanted stimulator serial number (B)(4) on the posterior tibial nerve. The patient-reported no injury or harm as a result of this event. The implanting clinician is unsure as to how the erosion happened. The clinical representative who reported this complaint was not present during the initial implant procedure performed on (B)(6) 2019. Based on this information, the device erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator was used to treat pain. The cause of the device erosion is unknown/no problem found. Potential causes of erosion are inadequate suturing/anchoring technique or excessive patient movements prior to implant site healing.

Event description:
On (B)(6) 2020, the patient notified the clinical representative that the stimulator's wires were sticking out, and the implanting clinician had scheduled a revision for (B)(6) 2020.